Manufacturer narrative:
Detailed testing isolated the high current condition to an anomaly of the transistor gate oxide within the analog pacing block. The oxide glass layer is intended to serve as a non-conductive insulator, but unintended metal impurities in the glass layer can create an inappropriate conductive pathway between two adjacent conductive metal layers. Also, because these layers are very thin, empty voids or bubbles within the glass can provide a pathway for current leakage if sufficient voltage is applied to the conductive layers on either side of the void. This pathway can be latent with minuscule current leakage. Over time, voltage stress can increase current leakage, which may alter component/device function, increase overall current drain, and deplete the battery prematurely. Boston scientific has worked with integrated circuit manufacturers to implement continuous manufacturing improvements over time to reduce oxide defects, such as improving purity of the materials used, tightening manufacturing clean room particle count specifications, and improving handling and inspection techniques. The supplier implemented a hydrochloric acid (hcl) rinse to their manufacturing process in december 2015. However, medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. Additionally, a test was added to the manufacturing process to identify issues prior to the release of product.

Event description:
It was reported the defibrillator was showing premature battery depletion. It was explanted on (B)(6) 2019 and replaced with another device of a different model. No further adverse patient effects were reported.